Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, delayed charged time and capacitor maintenance time out was noted on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis found damage to an internal high voltage capacitor. The reported complaint of long charge time was confirmed and attributed to the capacitor damage.

Manufacturer narrative:
Correction: h7 recall should have been selected; h9 should have been z-2572-2014 instead of blank.